Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-12614 et tube, cuffed, spiral-flex 7.0 for investigation. The et tube was received without its original packaging. The customer also provided two videos - in one video the end user was comparing the returned sample to a competitor's et tube, and in the other video the end user deliberately kinks the returned sample which explains the condition of the returned sample. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample is kinked throughout the length of the tube. It appears to be most severely kinked around the 17cm mark as there is a small indent and the wires are damaged at this location. The returned sample was sent to the manufacturing site for further evaluation. Multiple dimensions were measured and compared to the product drawing. All dimensions of the returned sample were found to be within the specifications. Although the sample was deliberately kinked by the end user, a functional kink resistance test was still performed on the returned et tube. The returned et tube was pre-conditioned in a water bath at 40 c for 6 hours. Then, the et tube was strapped securely to a kink test fixture to create a radius of curvature of 40mm. A steel ball of size 5.25mm was used to check the potency of the lumen. Upon testing, the ball bearing could not pass freely through the tube. Multiple attempts were made from both ends of the tube. From both ends of the tube, resistance was met at approximately the 17cm mark. The reported complaint of "tube deforms during use" could not be confirmed based upon the sample received. Visual examination of the returned sample revealed the tube appears to be kinked throughout the length of the tube. It appears to be most severely kinked around the 17cm mark as there is a small indent and the wires are damaged at this ocation. Two videos that are attached show the end user comparing the returned sample to a competitor's et tube. In a video received by the customer, the end user deliberately kinks the returned sample which explains the condition of the device. The returned et tube was functionally tested for kinking. A steel ball of size 5.25mm was used to check the potency of the lumen. Upon testing, the ball bearing was unable to pass freely through the tube. Multiple attempts were made from both ends of the tube and the ball consistently met resistance at approximately the 17cm mark. The sample was returned to the manufacturing site for further evaluation and the device was confirmed to meet all specifications regarding the hardness and thickness of the tubes. A device history record review was performed with no evidence to suggest a manufacturing related cause. Since all specifications were met, no defect was found with the returned sample.

Event description:
Customer complaint reads: "doctor found the tube deformed during use, the inner walls were almost flatted, ventilation was severe impacted, patient was threatened by this defect." (Continued) "doctor handle this situation in time so that no serious harm was occurred."

Manufacturer narrative:
(B)(4). The device involved was not returned to the manufacturer for evaluation at the time of this report. Pictures submitted were reviewed. Failure mode as reported "failure to function" could not be confirmed. It is necessary to receive the physical sample to perform a proper and thorough investigation to confirm the alleged defect reported. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. Root cause cannot be determined. Corrective actions cannot be established. If the device becomes available, this report will be updated. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint reads: "doctor found the tube deformed during use, the inner walls were almost flatted, ventilation was severe impacted, patient was threatened by this defect." "Doctor handle this situation in time so that no serious harm was occurred."